Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found that the alarm has power but there is no alarm tone when the magnet is removed from the magnet plate. The alarm was also tested with a sensor pad and there is no alarm tone when pressure is taken off the sensor. The battery springs inside the battery compartment are slightly bent but the batteries still seat properly. The posey sticker is missing from the front of the alarm. (B)(4).

Event description:
The customer reported that the alarm has power but will not sound when the magnet is detached from the alarm. No visible damage to the alarm case. There was no pt incident or injury reported.